Event description:
It was reported the pt has been experiencing difficulty communicating with her scs ipg using her charger. An sjm rep met with the pt and was unsuccessful in attempting to establish effective communication with the pt's ipg when using the charger. The pt reported she has not experienced any weight gain, falls, or traumas. The rep stated the pt's ipg appears to have tilted in the pocket. Surgical intervention to address the issue is planned for a later date.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.